Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. In the absence of device returned for analysis, a conclusive cause could not be determined. Surgery (surgical exposure) is listed in the proglide instructions for use potential adverse event. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with two proglide devices using the pre-close technique via a 5f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the sheath was upsized to 20f and the evar procedure was completed. When the proglide suture closure was completed, hemostasis was not achieved. Surgical closure was used to achieve hemostasis. The patient condition was good. The vessel wall was described as very thin and aneurysmally altered. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.